Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after fainting. The patient received external defibrillation in the ambulance when it was observed that the device was not functioning appropriately. Loss of capture and low r-waves were noted. Review of vf episodes indicated that the device may have misdiagnosed atrial fibrillation and delivered inappropriate therapy. X-ray revealed that the rv lead dislodged into the atrium. The lead was explanted and replaced. There were no issues with the patient during the procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found.